Event description:
It was reported that the pump was not working properly, customer stated " it works then it doesn¿t work and I find at least 1-2 times a month I¿m on phone with tandem with issues. There was no reported impact on the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.